Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the plastic part of the impactor was found loose or broken during the set inspection.

Manufacturer narrative:
The reported event was confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual inspection of the returned device shows breakage as evident by the separation of the impactor tip from the impactor handle. Multiple scratch marks on the proximal surface of the impactor handle indicating towards heavy usage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a wear related issue. The event was caused by repetitive usage and going through multiple cycles of sterilization and cleaning. If more information is provided, the case will be reassessed.

Event description:
It was reported that the plastic part of the impactor was found loose or broken during the set inspection.